Manufacturer narrative:
This report is being submited post 30 days due to technical difficalties with the esg account.

Event description:
On (B)(6) 2016 the (B)(6) clinic reported on load sound from the vbeam2 laser system. The doctor at the clinic reported that her ears were affected by the sound. The doctor was treated at the (B)(6) hospital in (B)(6) on (B)(6) 2016. Doctor was diagnosed with otitic barotrauma, but was not prescribed any medication. According to candela distributor, on (B)(6) 2016 at 6 pm. (B)(6) clinic staff called beamed engineer that vbeam aesthetica (B)(4) failed. Engineer that went to check the system, found that the scr dump, dump pcb and hvps had failed. According to candela service director, this is what happened according to the account: (B)(6) morning, operator switched on the machine, but the screen on the display was upside down. Operator switched off the machine and then switched on again, screen was normal. After short time the screen went upside down again. The operator switched off the machine. No further strange noises encountered or faults displayed. Grounding and electricity in the clinic are adequate. (B)(6) evening (6pm): the doctor turned on the machine and loud sound happened right after that (doctor did not calibrate or go to ready). Screen showed fault 19.5 (hv dump fault).